Manufacturer narrative:
Device investigation details: an analysis of the product could not be performed since a physical sample was not received for evaluation. However, if the product is received at a later date, the investigation will be updated as applicable. A manufacturing record evaluation was performed for the finished device number lot 31510237l and no internal action related to the complaint was found during the review. As part of our company quality system process, all devices are manufactured, inspected, and distributed to approved specifications. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by biosense webster inc., or its employees that the report constitutes an admission that the product, biosense webster inc., or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Manufacturer's ref. # (B)(4).

Event description:
It was reported that a patient underwent an idiopathic ventricular tachycardia / premature ventricular contraction ablation procedure with a qdot micro and the patient experienced tricuspid regurgitation that required hospitalization. It was reported that during a premature ventricular contraction (pvc) case, tricuspid regurgitation was noticed. While mapping with the qdot micro catheter, the catheter was lodged in the septal leaflet of the tricuspid valve. This resulted in significant tricuspid regurgitation once the catheter was removed from the body. When the catheter became lodged in the tricuspid valve, the physician was unable to manipulate the catheter. They looked at the catheter on echo and noticed the catheter was in an odd position. The catheter didn't seem like it was fitting through the valve and looked like it was going through part of the tricuspid leaflet. The patient was stable and the procedure was aborted. No medical intervention provided to the patient, however, the patient was admitted for monitoring. The patient improved. No ablation was performed. The physician's opinion on the cause of the adverse event was procedure related.